Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d11- intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.43" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. Images were provided by site, however, these are blurry. Root cause of the failure mode cannot be confirmed without the returned device. A review of the instrument log for the harmonic ace instrument (part# 480275-08/lot# m90210118-0084) associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2021 using system (B)(4). This is a single use instrument. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the tines on the harmonic ace instrument opened without control from the master tool manipulator. While trying to activate the open/close function of the instrument, one of the tines fell inside the patient. The piece was retrieved during the same procedure. The operating room team continued with the surgery using a regular laparoscopic harmonic instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a resection between the esophagus and the lungs, it was confirmed that only the tine of the harmonic ace instrument fell inside the patient. The fragment was retrieved successfully with a common laparoscopic instrument. No additional surgical procedure was required. The reporter confirmed that the instrument was inspected prior to use and no damage was observed. During the surgical procedure, the reporter indicated that the harmonic ace instrument was not applying energy on the tissue. While removing the instrument through the cannula the surgical staff did not feel any resistance. There was no damage found to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient as a result of the issue nor were there any post-surgical complications.